Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Additionally, the right ventricular automatic threshold (rvat) feature was found in suspension mode. Which was believed to be caused by fusion beats. Troubleshooting options were discussed and recommended. The patient is going to be monitored. At this time the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Additionally, the right ventricular automatic threshold (rvat) feature was found in suspension mode. Which was believed to be caused by fusion beats. Troubleshooting options were discussed and recommended. The patient is going to be monitored. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.